Event description:
Reportedly, the pwx device was calibrated and equalization was successful. The device was advanced towards the lesion; however, the device was removed to attach a microcatheter. During reattachment, the transmitter became solid yellow. Another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.during product investigation, a break in the distal tube-to-proximal tube junction, exposing the microcables was noted.

Manufacturer narrative:
A visual inspection, functional testing, and additional testing methods were performed on the returned device. The reported communication problem was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem appears to be related to circumstances of the procedure. The device was returned with kinks and bends, which caused damage to the internal components of the guidewire (open circuits and wet insulation error) and an observed break to the distal tube bond, which resulted in the reported and confirmed communication problem. In this case, it is likely that the guidewire damage (kinks/bends) occurred while the wireless transmitter was removed, and then once the transmitter was reattached to the guidewire the reported solid yellow light was observed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.